Manufacturer narrative:
The reported sensor was returned and investigated. Visual inspection was performed on the returned sensor patch, no issues observed. . Extracted data from returned sensor using approved software. Sensor found to be in state 5 (normal termination). Performed visual inspection on sensor plug assembly and no issues were observed. Sensor inserted into the sim-vivo test fixture. Sensor was reprogrammed and applied current to perform linearity testing. All results were within specification. No product deficiency was identified.

Event description:
A healthcare provider reported a patient/customer received a lower reading from his adc freestyle libre sensor than a reading received via capillary test with the built-in meter. It was further reported that on (B)(6) 2018 patient/customer received a scan result of 63 mg/dl at 10:15 pm. At the time the reading was received the patient/customer was feeling ¿great fatigue¿. A capillary test was performed and a reading of ¿hi¿ (a reading greater than 500 mg/dl) was received at 10:18 pm. Customer was treated by an hcp with an unspecified amount of insulin. No additional information was provided by the hcp. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the product is returned or additional information is obtained the date of manufacture is unknown. The date listed is the date when abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A healthcare provider reported a patient/customer received a lower reading from his adc freestyle libre sensor than a reading received via capillary test with the built-in meter. It was further reported that on (B)(6) 2018 patient/customer received a scan result of 63 mg/dl at 10:15 pm. At the time the reading was received the patient/customer was feeling ¿great fatigue¿. A capillary test was performed and a reading of ¿hi¿ (a reading greater than 500 mg/dl) was received at 10:18 pm. Customer was treated by an hcp with an unspecified amount of insulin. No additional information was provided by the hcp. There was no report of death or permanent injury associated with this event.